Event description:
A malfunction was reported on the pump by the customer. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the malfunction code, and the customer successfully reset the pump. The malfunction code did not recur, and the customer was advised to contact support if it happened again.